Event description:
It was reported that the programmer did not boot. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer did not boot, it got stuck on the company logo screen and therefore the hard drive was reconfigured and the software reloaded. It was further noted that the tabs on the power cord bay door were broken, that the left keyboard hinge was broken, that the electrocardiogram connector on the link electronic module (lem) board was loose and that the system fan was noisy. All found defective parts were replaced and the lem board was also calibrated. Concomitant product: product ID 229047, software analyzer. (B)(4).